Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 900 mg/dl. Troubleshooting for high blood glucose was performed. Customer was passed out and they were unable to treat their high blood glucose via bolus delivery. Customer experienced vomiting, diarrhea, diabetic ketoacidosis and hospitalization. Customer was unable to get their blood glucose down and took a correction bolus. Customer was placed on insulin drip when admitted into the hospital. Customer advised there were small air bubbles in the reservoir. Customer's time was incorrect on the device which may have caused the insulin delivery to be off. Customer corrected the time on the insulin pump and was advised to call back to perform the high pressure test.